Manufacturer narrative:
The field service engineer checked the system and found no issues. The pressure sensor voltage was slightly high and was adjusted to specifications. The system passed mechanical checks and the customer reported no issues with qc results. The investigation is ongoing. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable elecsys hcg stat test system result for one patient sample that did not match the clinical picture for the patient. The result was 14 miu/ml and was reported outside of the laboratory. The doctor accepted the result but asked if there was an interference with heterophil antibody and requested retesting by a qualitative method. The result from a urine test was negative. This result was believed to be correct as the patient was not pregnant. On (B)(6) 2021, a new sample was drawn and tested at another site with a result of 5 miu/ml. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The reagent lot number was 49193000 with an expiration date of (B)(6) 2021. As the qc recovery was acceptable, there was no indication for a performance issue of the reagent or instrument. The investigation did not identify a product problem.  The cause of the event could not be determined.